Event description:
The customer called ameda on (B)(6) 2014. She stated that, while using her purely yours breast pump, she received an electrical shock twice, the first time was (B)(6) 2014 and the second time was a day later, (B)(6) 2014. She stated that during both events, she finished pumping with her purely yours breast pump then turned the pump off. She was disconnecting the a/c adapter from the pump base while it was still plugged into the wall and received an electric shock. The customer stated that no injuries occurred with either incident and she did not seek medical attention by phone or in person.

Manufacturer narrative:
The returned purely yours breast pump and ac adapter passed product specifications indicating that the product functioned as designed. No exposed wires, burn marks, loose housing or broken parts were observed. No evidence was observed that indicated an electrical event occurred.